Event description:
It was reported that after an uneventful removal from the hoop, an uneventful removal of the protective sheath and during the flushing of the device, the tip of the device appeared too floppy, so the device was set aside and not used. There was no patient involvement and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Abbott analyzed the returned device and although it was not reported, the damage is consistent with difficulty to remove the balloon protective sheath. A review of the complaint handling database found one similar incident from this lot. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.